Manufacturer narrative:
The following devices were also listed in this report: ti dur reg fluted stem16x155mm; cat# 64786715; lot# t1179. Ti dur reg fluted stem 18x80mm; cat# 64786640; lot# unknown. Mrh tib rot comp xs-xl; cat# 64812100; lot# unknown. Mrhk tib ins 10mm xs/s s1/s2; cat# 64813210; lot# lby029. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Aseptic mobilization of left knee prosthesis with broken stem implanted on 2011.

Event description:
Aseptic mobilization of left knee prosthesis with broken stem implanted on 2011.

Manufacturer narrative:
The following devices were also listed in this report: ti dur reg fluted stem16x155mm; cat#: 64786715; lot#: t1179. Ti dur reg fluted stem 18x80mm; cat#: 64786640; lot#: unknown. Mrh tib rot comp xs-xl; cat#: 64812100; lot#: unknown. Mrhk tib ins 10mm xs/s s1/s2; cat#: 64813210; lot#: lby029. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding crack/fracture involving a duracon stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.